Manufacturer narrative:
Additional information was received on 19-aug-2021 and it was reported that the acronym of nrt that was previously reported is actually avnrt, atrioventricular (av) nodal reentrant tachycardia. This adverse event was discovered during use of biosense webster products. Intervention provided was a temporary pacemaker implantation. Therefore, h6. Health effect - impact code was updated from recognised device or procedural complication (f15) to surgical intervention (f19). A thermocool® smarttouch® sf catheter was not used. The signal interference (noise) was observed on both the carto and recording system. The concomitant product section was updated and unk_smartablate generator and unk_carto 3 were added. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
(B)(6). Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30509712m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal supraventricular tachycardia ablation procedure with a thermocool¿ smart touch¿ sf bi-directional navigation catheter (stsf) and suffered an atrioventricular (av) heart block. Since the electrical potentials of the ablation catheter were noisy, the cables were re-connected and exchanged, but they were not resolved. It was said that it started, and the cable was replaced with stsf. After that, there was no problem with the product itself. However, after stopping atrial tachycardia (at) with cauterization, nrt started to rotate again, and it became an av block during cauterization and a temporary pulse was inserted. The issue was resolved by changing the catheter to another one. The patient had av block. The nrt itself was difficult to trigger without loading the isp. At the time of ablation, there was an early junction, but the doctor thought that it was due to the influence of the isp, and the junction was just blocked. When they looked back at it at the lab, they said that it was ablated for about 5 seconds after it became a block.